Event description:
It was reported that: "dr called asking if stryker has a highly polished stem because a pt of his had a stryker exeter stem that was implanted in 2003 and he wanted to know all of his options. He revised to a whiteside revision stem. Once the stem was removed, the or director collected the explanted items without my being able to verify catalog numbers. Trident liner was also replaced with a new one." It was reported on march 18th that the neck of the stem broke, resulting in the need for surgery.

Manufacturer narrative:
Na